Event description:
The customer reported that it was not possible to mount the attachments to the xmax. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the couplings were defective and the bearings were worn. This was attributed to normal wear. The bearings and couplings were replaced. The device was repaired and returned to the customer on (B)(4) 2013.